Event description:
It was reported that the epicardial left ventricular lead had a confirmed fracture and the impedance was noted to be high. The right atrial lead was noted to have no sensing or capture. The lead was also noted to be coiled in the device pocket with tissue in the helix. A new left ventricular was implanted. The right atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014, 6935-65 lead, implanted: (B)(6) 2014. (B)(4).